Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-may-2019 with the following findings: a review of the black box showed no voltage drops. Further testing was unable to be performed due to a blank display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. It was reported that the pump and battery were both hot to the touch. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.